Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user received an early sensor replacement with error code ec1 on 05 september 2023, on day 139 of sensor life. A return material authorization (RMA) was issued for the return and replacement of sensor. However, the sensor was never received. Thus, no confirmation or investigation of the complaint was possible.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 05 september 2023 on day 139 of sensor life. No adverse events were associated with this complaint.